Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call experiencing high blood glucose levels of 500 mg/dl after having a bent infusion set. The caller reported receiving a no delivery alarm but declined to troubleshoot. The caller reported that they treated the high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.